Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device is reported to be available for evaluation. A follow up MDR will be submitted upon completion of baxter's investigation. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery failure as damaged battery. The root cause was determined to be depleted main batteries. The baxter repair technician replaced the main batteries and harness to resolve this issue. The root cause investigation is in progress through mdq-CAPA-(B)(4). The user interface module master software version is 6.13.92, which is classified as remediated. A follow up report will be submitted if additional information becomes available.